Event description:
The customer reported to olympus, the gastrointestinal videoscope had air/water flow issues from the air/water flow system. The issue was found during preparation for use prior to an unspecified diagnostic procedure. Additional information was requested but details were not known or provided by the reporter. The device was returned for evaluation. During the device evaluation, foreign material that came out of the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a dented plastic distal end cover, a white clouded area on the bending section cover, a dirty suction connector due to a water leakage, a loose mouthpiece, a cracked adhesive on the bending section cover, the play of the upward/downward knob was out of the standard value due to the wear of angle wire, and the water removal ability did not meet the standard value due to a clogged nozzle. The following components were found scratched: objective lens, protector of the universal cord on the control section side, universal cord, scope cover, and the connecting tube. Additionally, the following components were found peeled: the adhesive on the nozzle, the adhesive around the light guide lens, the adhesive around the objective lens, and the paint on the suction cylinder. The customer confirmed that the device was correctly reprocessed prior to its return to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-260 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-260 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.